Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic colectomy left lower procedure, the device misfired twice and they had difficulty removing the stapler from cavity while being used in anastomosis. The device¿s anvil fell in patient¿s cavity. They had to do a proctoscopy in order to retrieve the anvil since it was not coming out with the instrument.